Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: ddbc3d1 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high/undefined impedance on the high voltage coils. A check on the lead shows non-physiologic noise with varying impedance with reference to the high voltage coils. The lead remains in use. No patient complications have been reported as a result of this event.